Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 10-oct-2023 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received inside of a bag. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Complaint issues "explant", "blurry vision", "halo vision", and "dissatisfied" were not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 race: unknown/asked information unavailable. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfr00v model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). In a secondary surgical procedure, the iol was explanted due to complaints of blurry vision, dissatisfaction, and halos. The explanted iol was replaced with a zcb00 17.5 diopter iol. There was no patient injury, no suture(s) and no vitrectomy however the incision was slightly enlarged. Patient outcome post-lens exchange was reported as doing well so far, pod1 20/60 ph 20/30 with improvement of symptoms noted. No further information is available.